Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid alarms were noted during testing. Unknown insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing and the insulin pump was not exposed to a change in altitude. Customer also reported that the insulin pump had several pump error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.